Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after being found on the floor. Upon interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and revealed the lead had dislodged. The physician attempted to reposition the lead several times and the lead helix no longer could be extended. The lead was explanted and replaced. The patient was doing well and was discharged the next day.